Event description:
It was reported via repair work order that the siderail was not locking in up position due to malfunction siderail latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head left and right siderails would not latch/ lock due to the siderail latch and timing links were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the head left and right siderails would not latch/ lock due to the siderail latch and timing links were broken.